Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information regarding the event: it is unknown if the sureform curved tip stapler 45 instrument was inspected prior to use and how long it was in use prior to the reported event. The surgical task that was being performed with the instrument when the issue occurred was liver tissue and hepatic vein section. The issue with the instrument did not occur after a system fault. The target tissue was not calcified, not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. The instrument jaws were stuck on tissue when the issue occurred. The tissue was not adhered to the instrument, the device remained stuck to the tissue. The tissue released was normal liver tissue. There was no tissue excised due to this event. This tissue was planned to be removed as part of this procedure. The surgeon was able to successfully open the jaws intraoperatively and release the tissue, using instrument release key. There was no adverse effect to the grasped tissue and no unexpected tissue removal. The stapling issue did not result in holes/gaps in the staple line. There was no bleeding. The event involved a failure to fire. The stapling issue did not result in malformed or unformed staples. The surgeon did not encounter any obstructions such as clips, staplers, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. The surgeon experienced clamping issues prior to firing the stapler reload. The second stapler instrument fire was involved with the reported event. The patient did not experience any post-operative complications. Both incidents occurred during the same procedure on (B)(6), 2023. The reloads will not be returned with the stapler instrument for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved-tip stapler instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Review of logs did not find any errors for this instrument on its last use on (B)(6) 2023, using system sk1647. Upon visual and microscopic inspection, no damage was found at the instrument wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. The staple formation on test sheet was proper. The instrument was removed from arm without issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the sureform 45 stapler instrument had several coupling failures. After the first fire, the jaws did not open inside or outside of the cannula. The customer swapped to a backup instrument. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information about the event. The target tissue was not calcified and not exposed to radiation or chemotherapy. There was no adverse event to the grasped tissue. There was no unexpected tissue removal and no bleeding. Buttress material was not used. The surgeon did run into clamping issues prior to firing the reload. The issue occurred with the second stapler firing. There was no patient harm and no post-op complications. The reloads are not available for analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.